Manufacturer narrative:
No patient injury has occurred following this incident. The product already undergoing design modification with improvement to deployment device and attachment/detachment mechanism.

Event description:
Customer stated that the capsule would not attach. The doctor pulled the capsule back up and it was still attached to the delivery system. They tried another capsule and it worked fine with no problem.